Event description:
The pump was returned for investigation. Investigation revealed that all of the button contacts were missing and the battery compartment was cracked with evidence of moisture inside. This report is made based on results of investigation completed on (B)(6)/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad and all of the button contacts were missing. The keypad flex was lifted and damaged. The battery compartment was cracked with evidence of moisture inside. The leak test failed and confirmed the battery compartment leak. The pump was opened and there was evidence of rust found on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)